Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit. Case close complete. Resolve the issue by explain the error to customer and what cause the issue "check IV set" what test can be run to resolve the issue if possible before e have to replace parts on unit. If abe to run test on 8100 unit, run door ajar/flo-stop sensor. Patient side occlusion. Fluid side occlusion. If able to run test and still does not resolve iss then have to replace pressure sensor on unt but you can replace both sensor want hurt. Once replace still get same error unit will have to come in for services repair. (B)(4). 8100 unit. Serial # (B)(4). Customer called in for help on error on 8100 unit "check IV set". The error is cause by the pressure sensor which is he sensor for patient side. Unable to run any test on the unit just keep peeping with error message. Before call in customer had replace both iui right & left side. Which is good but the issue is with the sensor. Will need to be replace the bottle side sensor for patient side which is the both sensor. But want hurt to replace both, he can also check the ail make sure its clean and the sears on the door latch, but once he does replace sensor if still get same error unit will have to come in for repair services.